Event description:
Two blood leaks occurred at the same patient. The first system had both a blood leak detector alarm as well as the system clotting. The second system had a blood leak alarm approx 1.hr into the treatment. Estimated total blood loss 300-400ml. The third system set up and no problem occurred during the treatment. The patient evidently suffered no adverse effects from the treatment. Approx 1 month later, the patient died of their disease, guillan barre syndrome in 06/2004.